Event description:
This event was reported that only the poppet was removed due to aortic perivalvular leak. The cage remains implanted. Further, a poppet from another starr-edwards silastic ball prosthesis was inserted into this cage. No further information was provided.